Event description:
It was reported that the system was explanted due to infection of an unknown source. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 5086mri x2implantable pacing leads implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.